Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump had moisture damaged found on keypad traces.

Manufacturer narrative:
The insulin pump passed the functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no button error alarm or numbers scrolling up noted. The back light functioned properly. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she experienced low blood glucose of 36 mg/dl on (B)(6) 2015 and an ambulance had to come. The customer was treated with a glucagon shot. The customer also reported that the day of the call, the buttons on the insulin pump were not responding, the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the insulin pump alarmed button error. Blood glucose value was 233 mg/dl. Customer called a few days later and stated she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer was not wearing the insulin pump at the time of the hospitalization due to the button error and stated that her back up plan was not working. She had stopped using the device 2 days prior. Blood glucose value at the time of admission was 546 mg/dl; current reading is 159 mg/dl. The insulin pump was replaced and returned for analysis.